Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a duodenal switch, the needle fell out of device in patient. The needle was stuck in the tissue, but the surgeon was able to remove it. There was no injury to the patient. The device was discarded after the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo stitch* 10mm suturing device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was received. The visual inspection of the endo stitch* 10mm suturing device noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle and some plastic shearing of the toggle switch. A pmv needle was loaded onto each endo stitch* device. The needles were found to function properly when applied through layers of test media. Pressure was exerted on the needles in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needles. The product instructions for use (IFU) states, "toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device."? Visual and functional testing of the returned product confirmed the product did not meet quality specifications due to the damaged toggle switch. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.